Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that two years ago the right ventricular lead had a suspected insulation breach. Lead kept in service and impedances monitored. At current routine device change out the lead was visualized again and approximately one inch from the yoke obvious lead insulation failure noted. Failure twisting and bubbled proximal end has broken exposing next layer of insulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.